Manufacturer narrative:
The device was not returned so the complaint could not be confirmed. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloons used on this device. No other complaints were associated with the tubing used to manufacture the balloons. A comparative catheter was pulled and tested. The device was the same balloon diameter as the complaint catheter, but a different catalog and lot number. The comparative device used the same balloon tubing in the manufacture of the balloons as the complaint catheter. The balloon was immersed in a body temperature water bath and inflated until it failed. The comparative catheter balloon did not burst until 8 atm, which is double the labeled rated burst pressure of 4 atm. No additional investigation can be performed due to the lack of information. No root cause established as the complaint could not be confirmed. Duplication of the issue required the balloon to be taken to double the labeled rated burst pressure. Additional questions were sent to the user facility / distributor, but no additional information was received.

Event description:
As per the limited information from the distributor / user facility - "during the procedure, md found the balloon exploded."

Manufacturer narrative:
1/14/2026 update - device returned to numed for evaluation. A review of the device showed that the balloon did not burst and inflated and deflated normally. There was no problem found with this device. A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture the balloons used on this device. No other complaints were associated with the tubing used to manufacture the balloons. A comparative catheter was pulled and tested. The device was the same balloon diameter as the complaint catheter, but a different catalog and lot number. The comparative device used the same balloon tubing in the manufacture of the balloons as the complaint catheter. The balloon was immersed in a body temperature water bath and inflated until it failed. The comparative catheter balloon did not burst until 8 atm, which is double the labeled rated burst pressure of 4 atm.

Event description:
1/14/2026 update - the catheter was received at numed and evaluated. There was no problem found with the device. The balloon was intact and inflated and deflated normally. Original report - as per the limited information from the distributor / user facility - "during the procedure, md found the balloon exploded."